Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a blood clot when defecating and was hospitalized for further evaluation. They had normal colored defecation during their hospital stay. On (B)(6) 2022 a sigmoidoscopy was performed to see if their was bleeding around the anus due to the hematochezia pattern. Examination showed no specific findings other than an internal hemorrhoid on (B)(6) 2022. The hematochezia got better and the patient was discharged.